Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510k: this product is not marketed in the us. (B)(4): lens work order search, no similar complaints reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the bottle was damaged when opened. The lens was not implanted, no patient contact. On (B)(6) 2021 an identical lens was implanted. This resolved the problem. Cause is unknown.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - there was no lens found in box. Lens vial returned broken at vial neck. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the material of the lens vial. An action plan, health hazard evaluation (gp-1416) on 2ml vial breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an acceptable range. Nipro has agreed to send future vial shipments to staar using the prior packaging configuration to prevent further vials from braking during usage or shipping. Thus, no further action is required at this time. Claim# (B)(4).

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to change in the packaging configuration of the lens vial. An action plan, health hazard evaluation (gp- 1416) on 2ml vial breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an acceptable range. Nipro has agreed to send future vial shipments to staar using the prior packaging configuration to prevent further vials from braking during usage or shipping. Thus, no further action is required at this time. Claim# (B)(4).

Manufacturer narrative:
H6: based on the results of the investigation, the probable cause of the failure is likely due to change in the material of the lens vial. An action plan, health hazard evaluation (gp-1416) on 2ml vial breakage was initiated. The hhe found no severe threat to public health and the observed frequency of the reported event of the vial breakage is occurring within the expected range with the risk also being in an acceptable range. An action plan, CAPA m22-04, has been initiated to assess and implement corrective and preventative actions for the failure identified in this complaint. Claim# (B)(4).